Manufacturer narrative:
Date sent to the FDA: 03/10/2017. It was reported that the patient underwent open abdominal surgery on (B)(6) 2017 and suture was used. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kh5btcn: mfg. Date: 07/01/2016; exp. Date: 12/31/2021, batch # kl5gmmn: mfg. Date: 10-2016; exp. Date: 03-2022. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Answer: postoperative burst abdomen how many sutures broke during the one procedure? Answer: not during procedure. What was used to complete the procedure? Answer: pds suture like complaint formula. In relation to needle, what is the approximate location of suture breakage? Answer: near middle. Did the patient require an additional procedure? Answer: yes, patient got a new closure of the abdominal wall. What was the date of the second procedure? Answer: 5 to 10 days after primary procedure. What was the indication for the second procedure? Answer: the burst abdominal wall how is the patient today? Answer: patient recovered. The date of the initial procedure answer: (B)(6) 2016. Please confirm that initial procedure was an open-abdominal surgery answer: yes. The suturing and knotting techniques for the pds suture. Answer: small bites technique, as described in pure progress. Please describe the suture line failure mode that resulted in the ¿burst abdomen¿ answer: in the midst of the incision line. What date post op did the patient presented with symptoms? Answer: 5 to 10 days after primary procedure. Was patient still in hospital? Answer: yes. Any triggering event for the ¿burst abdomen¿ answer: patient may have had a bad cough. Please describe how the wound was re-closed answer: sutured and mesh- augmentation in onlay technique.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch# kh5btcn. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Following the procedure, the thread was broken and the patient experienced post-op burst abdomen; the wound opened post-operative. It was also reported that re-operation was necessary. Additional information has been requested.